Manufacturer narrative:
An investigation is in progress for lens tears under.

Event description:
The haptic of an aq2010v model lens broke prior to being implanted. There was no patient contact. The surgeon stated he felt the injector may have been the cause.